Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of death and date of event are estimated as it was reported to have occurred in (B)(6) 2011. There was no reported product deficiency. The reported death is listed in the xience v instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2008, the patient underwent a stenting procedure in the proximal circumflex artery with one 3.0 x 15 mm xience v stent. In (B)(6) 2011, upon routine follow up, it was learned that the patient had expired. The cause of death is currently unknown. There was no additional information provided.